Event description:
No additional information.

Manufacturer narrative:
The customer returned samples, but unfortunately there was issues in the return and the decon process. The samples were not able to be returned to the lab for investigation. The customer complaint of texium leakage could not be verified due to the product not being returned for failure investigation. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: unknown; batch#: unknown. It was reported by the customer that patient harm, injury, complication, negative outcome leaking at texium tip. Verbatim: rcc received a complaint via email. Event number 5: date of event: unsure. Material / lot#: texium bonded tubing set. Patient harm, injury, complication, negative outcome leaking at texium tip.